Event description:
The customer reported that erroneous elevated or imprecise cardiac troponin (accutni) results were generated from a unicel dxc 600i synchron access clinical system for four patient samples. The initial accutni results were elevated above the acute myocardial infarction (ami) threshold of the assay. Upon repeat on the same instrument, three results recovered lower, within the normal reference range of the assay. The fourth result recovered lower, still above the ami threshold, but outside the precision claims of the assay. The initial erroneous accutni results were not reported outside of the laboratory and hence there were not deaths, serious injuries or modification to patient treatment associated with this event. The samples were collected in lithium heparin tubes with gel separators and were tested within two hours of collection. The samples were stored at room temperature and centrifuged at room temperature prior to testing. The samples were run through the instrument's closed tube aliquotter. There were no sample integrity concerns in connection to this event system checks performed prior to the event met instrument specifications and quality control results recovered within the customer's established specifications on the day of the event. No specific patient information provided by the customer.

Manufacturer narrative:
(B)(6). Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) replaced noisy mixer pulleys, adjusted mixer speeds, and cleaned out salt deposits from the wash wheel. The fse verified hardware and performed passing high sensitive system checks within instrument specifications. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The cause of this event is unknown and could not be determined based on the supplied information.